Manufacturer narrative:
A field service engineer (fse) was dispatched to replace the broken needle. Per product labeling: "cleaning an aperture bath: warning possible biohazardous condition. The aperture bath and its associated tubing can contain residual biological materials and must be handled with care. Avoid skin contact. Clean up spills immediately in accordance with your local regulations and acceptable laboratory procedures. This may include, but is not limited to, wearing protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this analyzer".

Event description:
A customer contacted beckman coulter inc., (bci) and reported that while bleaching the aspiration pathway running tubes of bleach and diluent on coulter lh 780 the needle broke off into a tube of diluent. (The tube did not break) the operator was wearing gown, gloves, and goggles. There were no reports of death, injury or effect to patient treatment.